Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) , implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6) , ubd: 03-nov-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at 4.32118 mg/day), bupivacaine (25 mg at 10.80295 mg/day), and clonidine (500 mcg at 216.05908 mcg/day) via an implantable pump for unknown indications for use. It was reported that during ascheduled revision surgery (normal end of pump battery life), it was noted that the pump had become dislodged from its sutures. And the catheter had become dislodged from the intrathecal space. The pump and catheter were explanted and replaced due to normal end of battery life, resolving the event.

Manufacturer narrative:
H6: correction was made to the coding continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2024 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving morphine drug, unknown (10 mg at 4.32118 mg/day), bupivacaine (25 mg at 10.80295 mg/day), and clonidine (500 mcg at 216.05908 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient had uncontrolled lower extremity and lower back pain. The patient felt the therapy was less effective than it previously was. Scheduled for same-day it rate adjustment. The it rate was increased but the patient's pain progressively worsened. The plan was to rotate opioid to morphine. Additional information received from the healthcare provider via a clinical study indicated that the it rate was increased secondary suboptimal pain control. The patient reported pain was managed following it rate change but she does denied pain relief following personal therapy manager (ptm) activations. The bolus dose and duration were increased. Additional information received form the healthcare provider via a clinical study indicated that the patient reported persistent pain. The it rate and bolus dose were increased but the patient denied improvement following the increases. Additional information received from the healthcare provider via a clinical study indicated that the it rate was increased secondary to persistent pain. Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug (10 mg at 4.32118 mg/day), bupivacaine (25 mg at 10.80295 mg/day), and clonidine (500 mcg at 216.05908 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a scheduled revision surgery (normal end of pump battery life), it was noted that the pump had become dislodged from its sutures and the catheter had become dislodged from the intrathecal space. The pump and catheter were explanted and replaced due to normal end of battery life, resolving the event. Additional information received from the healthcare provider via a clinical study indicated that the catheter was unable to be aspirated catheter. During surgical revision a catheter kink was revealed. Revealed.